Event description:
A report was received from the affiliate indicating that twenty days post cypher sirolimus-eluting coronary stent implant the pt complained of chest pain and was emergently brought to the hosp. The pt developed ventricular fibrillation (vf). A coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. Thrombolytic agent was administered. After treatment of thrombus, ivus was conducted and slight aneurysm was observed proximal to the 2nd cypher (it was not at the portion of the stent). The pt was discharged three weeks later. Physician's comment: the possible cause of the thrombotic event was unknown. But aneurysm observed proximal to the 2nd cypher might be related.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal left anterior descending (lad). The vessel was a de-novo, concentric and diffuse lesion. Lesion classification was type c. The lesion length was 35mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.5x9mm balloon at 6atm for 30seconds. The first 2.5x23mm cypher sirolimus-eluting coronary stent was implanted at 16atm for 30seconds. A second 2.5x18mm cypher stent was implanted at 16atm for 60seconds proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a 2.5x20mm balloon at 16atm for 60seconds. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was zero. Timi flow pre and post procedure was iii. Activated clotting time (act) was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference mfg reports#: 9616099-2008-00122 and 9616099-2008-00123. Any additional information will be submitted within 30 days of receipt.